Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the severely calcified lesion, such that the balloon ruptured upon the first inflation at 10-12atm which is below the rated burst pressure (rbp) of 14atm. A review of the device history record did not produce any findings relevant to this report. The second trek device, is being submitted under a separate medwatch MFR number.

Event description:
It was reported that during treatment of multiple lesions in the very severely calcified and tortuous right coronary artery, a trek balloon was delivered for predilatation. The balloon ruptured during the first inflation at 10-12 atmospheres. The balloon was completely removed without difficulty and dilatation was successfully performed using a second trek balloon. The delivery catheter was then pulled back to predilatate a proximal lesion. During inflation this balloon ruptured at unk pressure. The balloon was completely and easily removed. There was no adverse patient effect. Though requested no additional information was provided.